Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for service. No patient injury or serious harm was reported. The ventilator was evaluated at a third-party service center. The device log files were successfully downloaded and reviewed in full. Review of the logs identified a fault associated with the oxygen proportional valve, which controls the flow of oxygen to the blower inlet. The fault indicated that the valve was mechanically stuck in either the closed or open position. The oxygen blending module (obm) assembly was replaced to address the issue. Post-repair valve assessment testing was performed and met all acceptance criteria. In accordance with the four-year preventive maintenance service requirement, both the internal and detachable batteries were replaced. Following service, the ventilator subsequently passed all functional testing.